Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The device was not rec'd for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unk procedure, the device fired malformed staples. The case was completed using a like device. There was no pt consequence.